Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the high-definition lcd monitor serial digital interface (sdi) port was defective. The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There was no patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: breakage of the upper part protection panel. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.